Event description:
It was reported that the starclose se clip was successfully deployed in the left common femoral artery and achieved hemostasis after a lower extremity interventional procedure. The patient was discharged home after the procedure. Reportedly, the next day, the patient read in the starclose se phamphlet that the clip has nickel in it and became concerned as she is allergic to nickel. She has not experienced any allergic symptoms. The access site was described as being bruised and swollen which was described as being a "typical" symptom that occurs after an interventional procedure. A hematoma the size of a peanut was also noted at the access site. There was no treatment given to the patient. The patient is reported as experiencing no adverse patient effects. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated sheath size (reported as thought to have been 6f). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.